Event description:
PICC line placed in right arm. Patient had history of dvt in the right arm and did develop a dvt in that arm after 5 days. PICC was pulled and the patient was placed on anticoagulation therapy without further complications.